Event description:
Initial reporter indicate that their dell x50 handheld computer would "not stay powered on." The handheld computer was returned and product analysis completed. Analysis on the handheld computer identified that the cause for the reported complaint was associated with a defective battery latch. Once the defective latch was replaced with a known good latch the handheld computer performed with no observed anomalies. No further anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge. At the conclusion of testing the handheld main battery had a remaining charge of 90% giving the indication that there were no anomalies associated with the main battery.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.